Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was in back-up code c. The parameters could not be reprogrammed.